Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on october 13, 2020, that an ECG pause alarm did not occur at bedside. No injured as a result of this event.

Manufacturer narrative:
No failure found. Both the ics database and 91496 module did not generate pause alarms for several events that did not meet the criteria for triggering an alarm. We expect alarms would have been generated if any of these pauses were longer than 2 seconds in duration. The device functioned as expected. The customer continues to use the involved devices without recurrence. This investigation is considered close.